Event description:
It was reported that this valve was explanted due to endocarditis. Source of endocarditis was unk. No further information was provided.

Event description:
It was reported that this valve was explanted after 3 years and 10 month implant duration for an uknown reason. No further information was provided.